Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates the ptd cable separated in use.

Event description:
The customer reports: the md was performing the procedure according to the IFU. Then the basket did not enter the catheter and could not proceed with the procedure. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Event description:
The customer reports: the md was performing the procedure according to the IFU. Then the basket did not enter the catheter and could not proceed with the procedure. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter and a rotator for evaluation. The catheter was returned with the ptd catheter in two separate pieces and the sheath in two separate pieces. The catheter was returned completely advanced out of the sheath. The device showed evidence of use and no other components were returned. Visual examination of the catheter revealed the ptd catheter had separated towards the proximal end of the body. The sheath had also separated towards the proximal end of the body, adjacent to the hub assembly. The separated sheath body portion was also kinked in two locations along the body. No defects or damage was observed with the ptd basket or the rotator. Both pieces of the catheter body were examined under magnification. Microscopic examination of both broken ends revealed twisted and deformed/stretched cable wires indicating a break due to excessive force and/or stretching. Both broken ends of the sheath body were stretched and deformed indicating a break due to excessive force. Evidence of use in the form of dried blood was observed on the catheter body and in the sheath. The ptd basket was undamaged and the black pebax tip remained intact. (Con't) other remarks: the distal separated portion of the catheter measured 599 mm including the basket and the proximal portion of the catheter measured 160 mm. The combined length of 29.88" is consistent with the overall length nominal value of 29.625" per ptd catheter product drawing. The sheath was torn 30 mm from the catheter hub assembly and the separated piece measured 572 mm in length. The kinks in the sheath were located 273 and 433 mm from distal tip of the separated portion of the sheath. The separated ptd catheter portion was able to be fully retracted into the separated sheath portion with slight resistance at the kinks. The ptd basket was able to retract within the sheath with minimal resistance. The returned rotator functioned as expected. A device history record review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment. It cautions that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. The IFU also instructs the user to remove the guidewire before beginning the thrombolysis procedure. The reported complaint of difficulty retracting the ptd basket could not be confirmed; however, the returned ptd device had a separated catheter body which was confirmed through visual inspection of the sample (the ptd basket was able to be retracted with minimal resistance). The ptd sheath was also torn/separated on the returned sample. The ends of both the catheter body and sheath body were twisted, stretched and deformed and kinks were observed in the sheath body. Therefore, based on the condition of the returned sample, the time of discovery and the information provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.